Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a cardiovascular male patient was in the operating room and the catheter was being placed. During advancement of the spring wire guide (swg), it became entangled in the vein. A vascular surgeon was called and performed a right infraclavicular vein dissection to remove the swg. A delay in the procedure is noted, but it did not cause any harm to the patient. The status of the patient is noted as "ok." Another attempt at placement was not initiated.